Event description:
It was reported the patient was working on an air conditioner and received a shock due to noise on the lead. The electrogram was suggestive of electromagnetic interference from the air conditioner. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.